Manufacturer narrative:
The lens was not implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the customer experienced issues with the cartridges. In follow-up, it was reported that one cartridge had a crack in the tip of the cartridge and the other cartridge did not have a smooth plastic (flash). Reportedly, just the tip of the cartridge touched the patient's eye, because that is when the doctor noticed an issue with the cartridge. No patient injury reported. The patient is doing fine. Note: the customer did not know which cartridge between the two lot numbers had the cartridge tip damage issue. Therefore, both medwatch reports will be file separately for each lot number/cartridge. This report is for lot number ca01185.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. No non-conformance report (ncr) was generated during the manufacturing process of this lot. A review of the manufacturing process and/or the materials in the change control system showed that no changes were implemented with this lot or close to the date when this lot was manufactured. The documentation shows that all cartridges were released within specification when this lot was completed. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge was returned to the manufacturing site for investigation. Visual inspection results revealed that the emeraldc30 unit and lens were returned for investigation. The emeraldc30 unit was visually inspected. Scarce amounts of viscoelastic solution were observed on the cartridge and indicate that the unit was handled and prepare for surgical use. Dent/distortions and stress marks were observed on cartridge. Visual inspection also revealed that there was no crack defect on the returned cartridge. The excess plastic observed on cartridge tip is a solidly attached flash allowable on end of the insertion tube .001-.012 at 6 o'clock position. According to drawing 192216, cartridge must be rounded without sharp edges. The cartridge heel flash requirement at 6 o'clock position is to protect the lens as it exits the cartridge during surgery and this is an intended feature and not an incidental flash. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks is allowed. No flash allowable, if protruded, when wing is closed and interfere with the inner section of the tube. They also inspect the cartridge and check the cartridge for bubbles. No bubbles in the tube, in the hinge area or loading zone are allowed and checking the tip for any melting, roughness, dent, bent tip or smash condition. Directions for use (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. All pertinent information available to abbott medical optics has been submitted.